Event description:
It was reported that the customer was hit by a car while coming from school and was taken to a hospital thereafter. The blood glucose reading was in the 300 mg/dl range. The customer's mother stated that x-rays were taken of the customer, and troubleshooting on the insulin pump was performed; the insulin pump passed functional testing. She noted that the customer's transmitter was lost at the accident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.